Manufacturer narrative:
(B)(4). Implant date - unknown date, (B)(6) 2017. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon removal of the fibular plate, it was noted that there was corrosion on the plate and the patient had black, necrotic tissue. Attempts have been made, however, no further information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).  Complaint sample was evaluated and the reported event was confirmed. Visual inspection on the returned products noted discoloration on the plate around the screw hole and an unknown screw seized in the hole. Product identification of the seized screw could not be done due to the damage and discoloration on the screw head. The returned products were sent to sem for further analysis. Eds semi-quantitative elemental analysis of the discoloration indications on the plate revealed c, n, o, na, mg, p, cl, k, and ca as the major foreign elements. The source of these elements could be from various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). It is inconclusive whether the discoloration indications on the plate are a result of corrosion products, biological, or environmental contamination. Discoloration free areas on the locking plate showed that the elements identified were conforming to print specifications. Discoloration free areas on the screw noted the material is consistent with biodur 108 ss alloy. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: medical product-3.5mm lk scr 2.7mm16mm le catalog#:00235901638 lot#:unk, 2.7mm locking screw 24mm long catalog#:00482802402 lot#:unk it is reported that there were nine total screws that were explanted under the part numbers of 00235901638 and 00482802402. However, it is unsure how many of each part number were exactly removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.